Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the patient was in complete heart block, there was no pacing and intrinsic rate was in 40 to 50. Boston scientific technical service (ts) advised to replace device. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the patient was in complete heart block, there was no pacing and intrinsic rate was in 40 to 50. Boston scientific technical service (ts) advised to replace device. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the patient was in complete heart block, there was no pacing output, and the intrinsic rates were in the 40 to 50 bpm range. Boston scientific technical service (ts) advised replacing device. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codes e060104 and e060106 and device code a0712. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A review of the device memory confirmed there were no faults or resets. It was noted that elective replacement indicator (eri) was declared on (B)(6) 2023, end of life (eol) on (B)(6) 2023, and battery expired (bex) on (B)(6) 2024. When bex is declared, the device will revert to storage mode. The pacemaker met the expected longevity estimates as described in labeling. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.